Event description:
It was reported that during lithotripsy procedure, the fiber broke. The procedure was completed using a second fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during lithotripsy procedure, the fiber broke. The procedure was completed using a second fiber. There were no patient complications.